Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. No additional observations, &nbsp

Event description:
Infection, right breast.